Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-dependent patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise oversensing and noise reversion. The patient experienced lightheadedness. Lead measurements were noted to be within normal range. The patient was in a stable condition and will continue to be monitored. Chest x- ray was discussed.

Event description:
New information states that the x-ray revealed no anomalies. The patient presented in clinic on (B)(6) 2019. No episodes were noted. All measurements were stable. The physician believes the patient¿s symptoms are unrelated to the device. No intervention was performed. The patient was in a stable condition.